Event description:
Customer reported he received a failed battery test alarm on his insulin pump. He went through five batteries before the device did not alarm again. Customer was advised he has to clear the alarm before changing the battery. Customer declined troubleshooting. Customer's blood glucose was 57 mg/dl. He stated he was low because he had eaten earlier and had been working on his truck. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.